Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. It was reported there was difficulty attaching a metal guard to the navio handpiece. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The initial visual/functional investigation found that: functional inspection confirmed the reported issue, could not attach a metal guard to the handpiece. Visual inspection showed damage at the distal end of the handpiece (on the drill guide support). A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that during set up, the customer tried to assembly the exposure guard and the speed guard into the handpiece but was not possible to fit. Upon inspecting the handpiece, it seemed to have some blemishes right where the guard met the blue extension on the handpiece. Another handpiece was used from another tray in order to start with the case. The device was not being used with a patient during the event. Results of investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.